Event description:
Upon plugging in ligasure handpiece, the machine stated "unknown instrument"; unplugged and plugged instrument back in; upon using handpiece during case error message "incomplete seal cycle" kept appearing. Intervention: different ligasure machine.